Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted in a patient. During support, a hematoma was noted at the device insertion site. No issues with pump function were reported, and the device continued to operate as intended. The reported event involves an access-site hematoma. Access-site hematoma is a known risk associated with impella support related to vascular access and anticoagulation requirements, as described in the instructions for use (IFU).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information the hematoma resolved. Investigation summary hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.